Event description:
It was reported by a non-medical professional that the patient underwent surgery for posterior and posterolateral fusion at l5-s1 where rhbmp-2 was mixed with autograft and placed both in and outside of peek cages on multiple levels of the spine. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007 , the patient presented with l4-s1 degenerative disc disease with herniated nucleus pulposus and underwent following procedures: l4-5 and l5-s1 posterior/posterolateral fusion. L4-5 and l5-s1 posterior lumbar interbody fusion. L4-s1 right-sided laminotomy/decompression. L4-s1 posterior segment instrumentation. L4-5 and l5-s1 interbody implants. Local autograft. Morcellized allograft. Supervision of fluoroscopy. Per op-notes, ¿..by a single sponge of rhbmp-2. A peek interbody implant was then filled with one sponge of bmp and impacted into the interspace under fluoroscopic guidance. Excellent fit was achieved with the implants at both levels. .. Next, attention was directed to the posterolateral fusion. The transverse processes and posterolateral bony elements were decorticated using a high speed bur. The remainder of the rhbmp-2 as well as the morcellized local allograft tone was then placed along the decorticated posterolateral bony elements to complete the posterolateral fusion. .. Patient tolerated the procedure well without any complications. ..¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.